Manufacturer narrative:
Concomitant products: p1501dr ipg, implanted: (B)(6) 2009.

Event description:
It was reported that during device change out, the right atrial (ra) lead may have been damaged. Pre-operation check yielded normal measurements for the ra lead. After the device was replaced, a check through the external lead analyzer yielded that the lead had high and varying thresholds with high impedance. It was suspected that during dissection, the lead may have been damage with a possible fracture. The lead was reprogrammed to unipolar mode and the physician elected to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.